Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No drops in voltage were found in the black box. The battery was not returned with the pump. The pump was run for 24 hours with the customer pump settings with no alarms, overheating, or power losses. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected with no defects.